Manufacturer narrative:
B3: there was no information available regarding the event date. Therefore, bsc aware date was used. F10 and h6: problem code 1158 captures the reportable event of positioning failure. H10: an examination of the returned single incision sling device was performed. There was no damage noted to the delivery device. On the mesh assembly, there was debris, indicating signs of use. The mesh material itself appeared stretched/damaged on each side of the mesh assembly. Furthermore, the carrier of the mesh assembly was loaded onto the delivery device and initial difficulty was encountered when engaging the delivery device's deployment mechanism, likely due to debris found inside of the carrier of the mesh assembly. Additionally, the carrier was wiped down with an alcohol wipe and there was no issues found when deploying the mesh assembly from the delivery device. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. It is likely that operational factors, such as user handling/technique and patient anatomy, contributed to the reported complaint. Therefore, the investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling device was used during a mid-urethral sling procedure performed on an unknown date. According to the complainant, the physician failed to deploy the sling through the tissue. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
There was no information available regarding the event date. Therefore, bsc aware date was used. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling device was used during a mid-urethral sling procedure performed on an unknown date. According to the complainant, the physician failed to deploy the sling through the tissue. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.